Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material #309623. Batch #4303339. Verbatim: rcc received a complaint via email. Email(s) attached. Contact name: contact number: contact email (if available): n/a. Item(s): 309623. Lot(s):4303339. Date incident occurred: on going. Was the patient impacted? Yes. If yes, describe: when taking cap off needle comes apart is a sample available? Yes. Customer request? Replacement. Additional information provided: customer said that the needle hub is coming loose and disconnecting from the syringe customer also said that her dr had mentioned other pts having the same issue, I called the office and spoke with a clinician who said they were going to confirm if this is in fact true. She will be emailing us back with this pr in the subject. 610-366-1366. Dr (B)(6).

Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported that when the cap was removed, the needle detached from the syringe. To support the investigation, two samples of 1ml luer slip syringes with 27g ½" needles from lot 4303339 were received for evaluation by the quality team. Both samples arrived in sealed packaging. One sample exhibited no defects or imperfections, while the other experienced needle detachment when the shield was removed, consistent with a tight shield condition. This tight shield is non-conforming to product specifications and is linked to the assembly process. A device history record review was conducted for material number 309623, lot 4303339. The review confirmed that all visual inspections were performed according to requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted based on the inspection control plan and subsequently approved for shipment. The event is associated with a known issue affecting this machine during the timeframe in which the lot was manufactured. As a corrective action, a quality alert addressing tight shields was issued to the plant.